Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient with an existing artificial urinary sphincter (aus) underwent an unrelated hernia repair procedure. The surgeon used the incision made for the hernia repair to adjust the pump. It was indicated that the patient was not satisfied with the pump placement; however, there were no device issues related to the component. There were no adverse events to the patient and there was a good outcome following the intervention.